Manufacturer narrative:
(B)(4).

Event description:
The patient had been hurting where ins (stimulator) was located. She was experiencing a burning sensation at ins site. Patient was wondering if there was an infection or could body be potentially rejecting ins. Symptoms reported was consider sudden and cause was unknown at this time. She had not had any falls/trauma/accidents. Prior to the call, the patient states she had not performed any actions/interventions. The patient will contact hcp (healthcare provider) regarding concerns to have device checked. Event date was (B)(6) 2015. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.